Event description:
It was reported that during a preventive maintenance (pm) check, the external pulse generator (epg) current drain test did not meet specification. The epg would not continue to pace for fifteen seconds once the battery was removed. It was also reported the device will not hold screen information to allow battery swap, should last 15 - 20 seconds. It was also reported there were erratic readings during power on current drain testing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).